Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection was suspected. The pocket was opened, debrided and an envelope was added. Cultures were taken and the patient was treated with antibiotics. It was further noted that the patient possibly had sepsis. Approximately one week later the device system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.